Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A pressure test was performed and a leak was observed at the level of the dialysate port. A visual inspection was performed at the level of the leak and a crack was observed on the dialysate port. The reported condition was verified. The cause was a mechanical shock during transportation. Should additional relevant information become available, a supplemental report will be submitted.